Event description:
Clinical narrative: an impella cp device was inserted into the left femoral artery in an 81-year-old female patient with a past medical history of coronary artery bypass graft (CABG) and coronary artery disease (cad). Presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). Post-procedure, the device was successfully weaned. Upon explant, vascular surgery attempted to deploy 14fr percloses but were unsuccessful due to calcification. A total of 14 percloses failed. Manual pressure, balloon tamponade, and surgical closure were used for hemostasis. It was noted that IV heparin boluses were given during the pci. The post-procedure outcome is survived at explant. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
The device is not available for return as it was removed by the staff. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was related to the patient condition as the calcified vessels preventing closure devices from working.